Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0cve7, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient stated their implantable neurostimulator (ins) was not helping with their symptoms as much as it did and it was ¿only like 50%.¿ the patient stated, the day prior to report it didn¿t work at all. It was noted that since implant, the patient¿s symptom relief had remained constant at 30 percent but some days it stopped. The patient was on program 1 at 3.1 volts and they changed to program 2 and started from zero and increased to 2.8 volts. The patient stated program 2 provided stimulation in the location a little to the right of program 1. The patient then changed to program 3 and increased to 1.4 volts and was more comfortable with the stimulation location.